Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The surgeon saw a spot on the lens and decided not to use it. There was no pt contact. Reporter did not have any further info. It is unk if the lens was rec'd with the spot on it or if spot appeared after handling.

Manufacturer narrative:
(B)(4). Evaluation, method: lens work order search. Result: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).